Event description:
It was reported that the patient was experiencing inadequate pain relief despite reprogramming attempt. The patient underwent an explant procedure. The explanted device will not be returned.